Event description:
The customer reported oil mist coming from the top left corner when they are running the unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The fse found system producing an oil mist cloud. Adjusted oil mist eliminator relief valve in accordance with technical bulletin. Added vacuum pump oil. Performed and passed vacuum subsystem verification. Ran empty chamber test cycle. No mist was produced. System meets spec. This issue is being addressed with a customer letter, related to correction and removal.